Event description:
The customer's daughter reported via phone call that patient had a high blood glucose but not hospitalized. Customer's blood glucose was 601 mg/dl. Th customer was experiencing the symptoms of "lithargia", achy and nausea. Customer stated that they have contacted healthcare provider regarding the unexplained high blood glucose. After the troubleshooting, customer was advised to change entire set, reservoir, and insulin and treat. The customer was advised that the insulin pump passed all test. Customer was advised that we would ship out some infusion sets and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.